Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 600i clinical chemistry analyzer and found the sample waste line built up. The fse replaced the sample waste valve to resolve the issue. The fse performed calibration and passed. The fse verified analyzer resumed normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining low patient results for total bilirubin (tbil), blood urea nitrogen (bun), creatinine (crea), and chloride (cl) on their dxc 600i clinical chemistry analyzer. The customer repeated the patient samples with results considered correct. Customer released one result out of the laboratory, but later corrected. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided examples of patient results.